Manufacturer narrative:
The device was returned to the service center for evaluation. A leak was observed on the bending section glue due to it being cracked. A deep cut was noted on the scope¿s pink rubber exposing the core. There was glue missing on the control body. The light guide tube boot was cut/torn on scope connector side with deep scratches. Corrosion was found on the electrical (pfc) connections. The ultrasound cord was scratched with a deep cut. In addition, there were signs of past fluid invasion and corrosion on the scope connector, ultrasound cord, ultrasound connector and control body unit. The image was inspected and five consecutive's elements were observed to be broken with a shadow in the echo line. The scope¿s control knob movement was tested and loose play was noted in all directions (ud,rl). A dent was noted at 30cm on the insertion tube. The scope ID chip displayed 203 uses. The most likely cause for the of the reported event is mishandling. The instruction manual provide statements to mitigate damage to the scope. ·handle the insertion tube carefully. Tightly gripping or sharply bending the insertion tube or bending section can stretch or severely damage the insertion tube and the covering of the bending section. · do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. ·do not twist or bend the bending section with your hands. Equipment damage may result.

Event description:
It was reported a ultrasonic gastrovideoscope failed leak testing during reporcessing. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information and lm investigation. ·there is a possibility that the acoustic lens was damaged and scratched because some external force was applied to the acoustic lens. Occurrence mechanism ·since the acoustic lens was damaged, it can be presumed that some external force was applied. ·since this product was manufactured approximately 8 years and 9 months have passed, there is a possibility that this product was affected by aging degradation. ·however, the above is speculation because this product is destined for overseas and the repair history cannot be checked. ·since this product was not returned and the phenomenon could not be confirmed, the root cause could not be identified. ·there is no occurrence of this phenomenon caused by the product or manufacturing. In addition, there are no safety problems. As a result of the DHR review, it was confirmed that there were no abnormality in manufacturing, concession, and variation.